Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that it exhibits signs of repeated use ( nicked and gouged ) also has fractured on the medial side of the post all pieces returned. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty, the surgeon was performing a trial reduction using the persona ps system, the bottom piece of the trial broke into 2 pieces. Both parts were removed and nothing was left in the patient. Attempts have been made and additional information on the reported event is unavailable.